Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the pyriform aperture with 0.2 cc of juvéderm® voluma¿ xc and ¿hit a nasolabial artery.¿ during a second injection of 0.2 cc, ¿blanching¿ was noticed. The patient was treated with between 1100 and 1200 iu of hylenex that day.